Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. No additional information has been provided. Without return of this device, we are unable to confirm the clinical comments made by the health care provider. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 29mm mitral aortic pericardial valve was implanted. Post implant, it was noted the valve leaflets were caught within the pledgets and the posterior leaflet tissue causing restriction of the bioprosthetic valve leaflets. This would have caused the valve to function abnormally with severe regurgitation. Therefore the sutures that were tied were cut out and the valve was removed. It was determined that one of the posts of the valve was caught up in the leaflet and chordae tissue of the posterior annulus. Therefore, the posterior leaflet was also removed. These sutures were replaced, which were cut out from this area. Valve sutures were then again placed through the 29mm mitral bioprosthetic valve. Valve was noted to seat well. Sutures were tied down with no issues of leaflet restriction at this time. Sutures were cut. An atriotomy was closed using a single layer of 4-0 prolene suture. Patient was weaned from cardiopulmonary bypass and protamine was administered. The valve was inspected via tee. It was noted to be seated well with no leak and no regurgitation. Following closure of the sternum, blood pressure was noted to be decreased significantly. Therefore, the sternum was reopened. Decision was made to leave the chest open for subsequent closure at a later date. The patient did not tolerate the procedure well and post-operatively in the ICU became hypotensive with ventricular arrhythmia requiring multiple shocks and pressors, required ECMO, impella, multiple pressors and crrt. Eeg and physical exam revealed severe anoxic encephalopathy secondary to cardiac arrest and multi-organ failure. Patient expired on pod-3.